Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the valve for analysis, a root cause cannot be determined. A supplemental report will be field if the device is returned or if additional information is received.

Event description:
Medtronic received information that approximately seven months after implant, this bioprosthetic heart valve was explanted and replaced due to observed mitral regurgitation that had increased in severity during patient follow-up visits. Upon explant, there were observations of pannus overgrowth and calcification. The valve was replaced with another model medtronic heart valve. There were no subsequent adverse patient effects. The device was not available for return from the explanting facility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.